Manufacturer narrative:
Concomitant medical products: product ID: 3987a, lot#: n340246, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3987a, serial/lot #: (B)(4), ubd: 15-jun-2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that¿roughly 2 months after their first implant they realized that the lead was too short and they could not extend their arm all the way, so they did a revision to make it longer. Caller stated the lead would prevent them from lifting their arm up because it was too short. Caller stated they had some "scaring" in there which was what they though was holding it tight. Caller stated the lead was restricting them from lifting their arm more that 45 degrees and if the would have tried to lift higher it would have torn and broken the lead. Caller stated their implant is in their chest over their heart. The patient then stated¿that stimulation is supposed to be controlling their shoulder all the way down to their arm but ever since they had a lead revision, they have not been getting good therapeutic benefit "its still not covering what it is supposed to cover." Caller stated it is supposed to cover from the top of the shoulder to their hand. Caller stated that they only feel stimulation in their hand and not the shoulder (where they also need it). Caller stated they have met with¿ manufacturing representative (rep)¿s 2-4 times at the drs office and they cant figure out why its not getting good coverage. The patient also stated that starting about a month and a half ago they started feeling like the stimulation is "jumping" and bothering them. Caller stated for example they will turn stimulation down and roll onto their shoulder and it will "activate by itself" and shocks the "daylights" out of them. Caller stated they have to scramble to grab the controller to turn the stimulation down when this happens. Caller stated it feels like they are getting electrocuted. Caller stated they are getting to the point where if they cant get this resolved they might just take the device out. The patient was redirected to their healthcare provider to further address the issue.